Event description:
It was reported that the patient presented during generator changeout procedure. During procedure, it was noted that the patient's right ventricular lead was found to have moved positions due to dislodgement. The physician was concerned with the positioning of the lead for optimal high voltage therapy. The lead was capped and replaced during procedure on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not provided.